Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a merlin.net transmission revealed that the asymptomatic patient had multiple noise reversions. The patient would contniue to be monitored.